Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and video system center was not displaying any images, and customer tried a different serial digital interface cable. The input on the monitor was changed, but customer was not able to get any image. The video system center and the monitor were restarted. Customer was getting a prompt to set up the admin password. Provide the password admin found on the IFU. Customer was able to change it, and the unit is now working properly. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. A biomedical engineer called, reporting that the video system center was not displaying any images. He had already tried a different serial digital interface cable. "I asked him to change the input on the monitor, but he was not able to get any image. I then asked him to restart the video system center and the monitor. He received a prompt to set up the admin password. I provided the admin password "admin" found in the instructions for use. He was able to change the password, and the unit is now working properly." The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not displaying any images. This issue occurred during setup. There were no reports of patient involvement.